Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-9530s-06 trial humeral insert 36 +6 broke. This occurred during an unknown case, while being removed the device broke. There was no patient effect reported. Additional information requested.